Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent delivery catheter could not be advanced on the guide wire. The target lesion location and lesion characteristics were not provided. During preparation (outside the patient), the physician attempted to load the stent delivery catheter of taxus liberte' 3.0x20mm stent on the guide wire but was unsuccessful. The stent delivery catheter became stuck on the guide wire and was removed from the wire with mild force. The procedure was successfully completed with another device. No patient complications were reported and the patient status is reported as "stable". However, the returned product revealed that there was stent damage and tip separation.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte monorail (mr) sds (stent delivery system) and stent with no original packaging or other devices. The sds with stent was visually, tactilely and microscopically examined along the entire length of the device. The distal outer shaft was damaged in an area approximately 138 - 142 cm from the strain relief. There was also a kink in the shaft on the proximal side of the proximal balloon bond that appeared to compress the inner and outer shaft components (see attached photo). Examination of the stent component determined that two struts on the proximal edge were flared and the stent was partially deployed. Despite the damage and partially deployed state of the returned stent, analysis revealed no indications of material or manufacturing deficiencies that could have contributed to as-received condition of the device. Examination of the distal end of the sds revealed that the distal tip was detached and not among returned components. The intact portion of the device distal to the balloon exhibited ductile deformation consistent with stretching from tensile overload. The damage to the returned sds is consistent with a device that was stuck on a wire and subjected to excessive force to separate the devices; however, the damage to the returned device prevented functional testing of the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).